Event description:
It was reported that the patient experienced a backup battery fault and a driveline communication fault alarm. The backup battery was exchanged and the issue did not resolve. The controller was then exchanged and the alarm disappeared. The alarms for the driveline communication fault came back again on (B)(6) 2022. Therefore the modular cable was exchanged as well. The patient was doing fine. The controller was already disposed and therefore would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm active was not confirmed. The heartmate 3 vad modular cable (lot number 176463) was not returned for analysis. In addition, there were no photos, log files, or any other supporting documentation submitted that would indicate an issue with the modular cable. Provided information stated that the lot number of the modular cable is 176463, it will not be returned, and the alarms did not come up again after exchanging the cable. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot#: 176463) was manufactured in accordance with manufacturing and qa specifications. The modular cable was shipped to the customer on 30sep2016. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault alarm conditions, driveline communication faults, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer's report # 2916596-2022-00721. No further alarms occurred following the modular cable exchange.

Manufacturer narrative:
Section g3: the previous report was submitted on 03mar2022 with a g3 date of feb 25, 2022. The correct g3 for the previous report should have been feb 27, 2022. No further information was provided. The manufacturer is closing the file on this event.